Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed and showed strain relief was damaged establishing a relationship between the device and the reported event. Functional evaluation was performed and showed no problem found. The root cause is determined to be wear from use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during inspection, a footswitch, multi-function, versajet ii pedal wasn't working as intended. No case involved; therefore, no patient was involved.